Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. Service history review identified that the device was last serviced (B)(6) 2022 for an issue related to "syringe port damage, screen scratches, will not power on". Visual and functional tests were performed. The customer's reported problem was duplicated. The most probable cause for "system fault" is error code 112 due to an intermittent motor. In order to correct the issue, the motor was replaced along with the front/rear housing, housing seal, syringe, battery cap, keypad and rear label. The device has since passed all functional tests.

Event description:
It was reported that the device had system fault. No customer damage reported. This issue is not related to physical damage/abuse. No delay of therapy. Event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.